Event description:
The stopcock is breaking at the end. No report of harm or injury. The customer reported 6 defective but could not provide any specific info or clinical details for the additional events. The lot number was not provided. Customer is not expected to return any devices for eval. Therefore this single form FDA 3500a report will be filed.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval/investigation. The lot number was not provided and a review of the device history record and the complaint data base could not be performed. A f/u report will be submitted when the eval/investigation is completed. Eval: method: without the lot number a device history record and complaint data base review could not be performed. Conclusions: a f/u report will be submitted when the device eval has been completed.